Event description:
Boston scientific received information that during a follow up the lead safety switch triggered on this left ventricular lead, and the configuration was changed from unipolar to bipolar configuration. Pacing in the bipolar configuration was not possible. An x-ray was performed which showed a left ventricular lead fracture. This left ventricular lead will likely be replaced in the future. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.